Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of false negative hcg results for one patient. (B)(6) 2015 positive hcg result for patient at planned parenthood in (B)(6). (B)(6) 2015 false negative hcg result for patient, lot # hcg4070214. Patient started on birth control, received shot in (B)(6). (B)(6) 2015 false negative hcg result for patient, lot #hcg5030059. Patient received next birth control shot in (B)(6). (B)(6) 2015 patient went to emergency room and was informed she was about 20 wks pregnant, per ultrasound results. Reason for visit to emergency room was not stated. (B)(6) 2015 positive hcg result for patient in (B)(6). Although requested several times, no additional information was received. No reported adverse patient sequela.